Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of exposed mesh on (B)(6) 2011. It was also reported that the patient underwent mesh removal on (B)(6) 2012 due to mesh erosion and extrusion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent bilateral sacrospinous ligament fixation and cystocele repair with tutoplast cadaveric graft on (B)(6) 2012. It was reported that the patient underwent bilateral sacrospinous ligament fixation and rectocele repair with biologic graft on (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 concurrently with lower rhytidectomy, fat transfer to face and co2 peel to face. No additional information was provided.